Event description:
The reported complaint involved a plum 360¿ infuser that was reported to pump an incorrect amount of volume (in ml) versus what was programmed into the device. This problem was identified during performance verification testing. There was no patient involvement, no patient harm reported and no delay in therapy.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
The customer¿s complaint was not confirmed during complaint investigation on the pump in question. The device passed self-testing with no errors/alarms. The device passed the volume accuracy performance verification testing (pvt). The device was programmed to run at a rate of 200 ml/hr. And a vtbi of 10 ml. The device was programmed in piggyback mode with both line a and line b, total expected volume to be infused is 20 ml. Device delivered 20.09 ml of fluid. Delivery accuracy of 99.5%. The device event log/alarm history was reviewed and no similar/related alarms were identified. The probable cause for the customer¿s reported observation of inaccurate reading/inaccurate over delivery or inaccurate under delivery was not determined.